Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the xcela power injectable PICC product family and the failure mode "extension leg hole proximal to suture wing. " no adverse trend was indicated. In addition, this is the only reported complaint for this failure mode in the past 15 months for the xcela power injectable PICC product family, as such, this is deemed to be an isolated incident. The reported complaint description cannot be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Since the hole in the extension tubing was reportedly observed after the placement procedure and the PICC was in situ for some period of time it is not likely related to a manufacturing non-conformance but rather due to care/maintenance/damage to the PICC. Manufacturing process controls for the PICC devices include 100% in-process visual inspection for molding defects, and a guidewire insertion test to verify lumen patency. Additionally, all catheters are leak tested after the guidewire verification to ensure the catheters do not leak. (B)(4).

Manufacturer narrative:
It has been indicated that the device involved in the reported event will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, an indwelling PICC (placement date not known) was removed and replaced due to "a rupture in the catheter next to the proximal hub". No patient injury was reported. It was stated that the used catheter would be returned to angiodynamics for evaluation.